Event description:
It was reported that a cadd® cadd-ms® 3 ambulatory infusion pump over delivered medication. About 28 hours after changing the cartridge, the patient reported to have received 0.392 ml of medication, but actually received 0.656 ml. The patient has been monitoring the pump since then and states it appears to be giving correct amount. Patient was instructed to switch to the backup pump. The patient did report numbness in the arms and a headache in the middle of the treatment. The patient was feeling fine later. No other adverse health effects reported.